Manufacturer narrative:
Patient gender and weight were not available from the site.device lot number, or serial number, not available at time of this report.device manufacturing date is dependent on lot number/serial number, therefore, unavailable at this time.preliminary root cause: use error. Suspect device has not been returned to manufacturer for evaluation, return is not expected.there is no indication that medtronic navigation's device caused or contributed to the patient event.

Event description:
A surgeon reported a 100mm perc pin cannula that was left in a patient from an initial spine fusion procedure; 3-4 weeks after the original procedure, the patient reported pain when lying in certain positions. The patient's primary care physician discovered the perc pin cannula still in the patient when an x-ray was taken. The short 100mm cannula was removed from under the surface of the patient's skin. The surgeon completed the procedure to remove the cannula with the use of the navigation system. Patient is doing well. Medtronic navigation is filing this MDR to ensure visibility to patient event as a result of a procedure that utilized medtronic navigation's 100mm cannula. There is no allegation to suggest that medtronic navigation's product caused or contributed to the reported event.